Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 36", "pacer fault 122", "pacer disabled", and "defib disabled" messages. The customer also stated that the device displayed "system fault 79", however this is not a known message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.